Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as an initial final report. Investigation is complete. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On january 20, 2020, it was reported that the rod for the mesher was stuck in the mesher and would not come out. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher by zimmer biomet (B)(4) on january 24, 2020 revealed that the pretests could not be performed as the unit was transported with a cutter stuck in the comb. The comb was confirmed to be damaged and the cutter had bent blades. The roller and roller gear were worn. The side plates were worn on the inside edge of the bottom roller section. The shoulder bolts, washers, nuts, and carrier guide needed replaced. The 1.5:1 ratio cutter, serial number (B)(4) could not be tested due to the damage. No ratchet was returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on january 24, 2020 which included replacement of the side plates, roller, bearings, washers, shoulder bolts, cap nuts, roller gear, comb, carrier guide, and screws. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. Service notification number 300197837 dated january 20, 2020 while the returned product investigation confirmed that the skin graft mesher had a cutter stuck in the comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the side plates, roller, bearings, washers, shoulder bolts, cap nuts, roller gear, comb, carrier guide, and screws were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the rod for the mesher was stuck in the mesher and would not come out. Event occurred before surgery. No harm, no delay, no additional graft required. At investigation the mesher was discovered to have a damaged comb, a reportable malfunction. No adverse events were reported as a result of this malfunction. No additional event information available.